Manufacturer narrative:
Correction: g3 (date received). The initial MDR report submission incorrectly indicates the date received as (B)(6) 2025. The date received for the report should be (B)(6) 2025.

Event description:
A caregiver reported to fresenius customer service that the peritoneal dialysis (pd) patient therapy went to the emergency room (ER) for pain and was diagnosed with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, a pd culture was obtained in the hospital. However, the pd culture results were not available. The nurse indicated that the patient is being treated with antibiotic therapy (details unknown) for peritonitis. Per the nurse, the patient remained hospitalized at the time follow-up was completed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique while out on travel in a hunting cabin.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the fresenius cassette and the patient¿s peritonitis event. However, currently there is no objective evidence that the fresenius cassette had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient breach in aseptic technique while traveling, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A caregiver reported to fresenius customer service that the peritoneal dialysis (pd) patient therapy went to the emergency room (ER) for pain and was diagnosed with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, a pd culture was obtained in the hospital. However, the pd culture results were not available. The nurse indicated that the patient is being treated with antibiotic therapy (details unknown) for peritonitis. Per the nurse, the patient remained hospitalized at the time follow-up was completed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique while out on travel in a hunting cabin.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A caregiver reported to fresenius customer service that the peritoneal dialysis (pd) patient therapy went to the emergency room (ER) for pain and was diagnosed with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse confirmed that, on (B)(6) 2025, the patient was hospitalized with symptoms of abdominal pain. Per the nurse, a pd culture was obtained in the hospital. However, the pd culture results were not available. The nurse indicated that the patient is being treated with antibiotic therapy (details unknown) for peritonitis. Per the nurse, the patient remained hospitalized at the time follow-up was completed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique while out on travel in a hunting cabin.